Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that all of a sudden the insulin pump had a critical pump error alarm. The customer's blood glucose level was 223 mg/dl at the time of the incident. The customer stated that they received an open book image on the insulin pump screen. The customer removed the infusion set from the body and considered other insulin treatments. They stopped using the insulin pump. The customer removed the battery out and inserted the battery back on, but now they received a pic of red x with book and question mark. The customer also reported a crack on the back of the insulin pump where the battery is. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime or seating test, basic occlusion, occlusion, force sensor and displacement test due to the critical pump error. Unable to download due to moisture damaged on electronic assembly.